Manufacturer narrative:
The investigation determined that a non-reproducible, lower than expected valproic acid (valp) result was obtained from a single patient sample processed using vitros chemistry products valp reagent lot# 2511-28-8096 on a vitros 5600 integrated system. A definitive assignable cause could not be determined. Based on historical quality control results, a vitros valp lot# 2511-28-8096 performance issue is not a likely contributor to the event. Furthermore, continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros valp reagent lot# 2511-28-8096. A diagnostic precision test performed by the customer on the vitros 5600 integrated system was within ortho acceptable guidelines indicating that an instrument related issue was not a likely contributing factor of the event. Pre-analytical sample processing could not be ruled out as a contributing factor as it is unknown if the customer was following the sample collection device manufacturer¿s recommended centrifugation protocol. Improper pre-analytical sample handling could have contributed to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. (B)(6).

Event description:
The customer reported a non-reproducible, lower than expected valproic acid (valp) result obtained from a single patient sample processed using vitros chemistry products valp reagent lot#: 2511-28-8096 on a vitros 5600 integrated system. Patient sample result of <10 ug/ml vs. The expected result of 77.3 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, lower than expected result was reported from the laboratory. A physician questioned the result and corrected reports were later released for the patient. No treatment was initiated, altered, or stopped based on the lower than expected result. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers: (B)(4).